Manufacturer narrative:
Information received from (B)(4). Confirmed revision of adept/corail hip implants. Reason not provided, revision date confirmed. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from kennedy's. Confirmed revision of adept/corail hip implants. Reason not provided, revision date confirmed. Update jul 4, 2017: medical records received. After review of the medical records for MDR reportability, revision note reported extensive gray discoloration of tissue from trochanteric bursa. Laboratory values for cobalt and chromium were above 7ppb. Clinical notes reported pain. Product and complainant information were updated. This complaint was updated on: aug 2, 2017.